Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Without return of the device or additional information the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient will require replacement of a 31mm mitral bioprosthetic valve implanted in the tricuspid position due to deterioration and regurgitation. The patient is symptomatic with decreased oxygen saturation and activity tolerance. Surgeon has discussed performing transcatheter valve-in-valve intervention; however, no procedure has been scheduled at this time.